Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for 28 months was noted to be at middle of life (mol) 2. The health care provider expressed dissatisfaction with the battery status and the length of time implanted.